Event description:
It was reported that the was still running after being shut off.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : the formula shaver handpiece (with buttons) was received with scratches along the housing. Functional inspection : the shaver was tested in a joint fixture irrigated by a flosteady pump. A cutter was connected to the shaver and put the suction setting at full open and half open. The shaver was able to function correctly the fluid passing through the suction valve, the shaver did not shut off. The motor was removed to check for any water ingress, none were seen. The shaver was functionally tested per map0616.qip and failed on cable hi-pot. The failure was not confirmed and unable to reproduced but recommend to have the cable replaced. The probable root causes could be the cable. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the was still running after being shut off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.